Event description:
The manufacturer recieved information alleging a ventilator stopped operating and alarmed. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.